Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that nearly 3 years after the dental implant was installed in intraoral region 21#, its loss of osseointegration was observed. 60ncm of primary stability was achieved and the patient presented bone type iii.